Manufacturer narrative:
Inital information received by the manufacturer was re-evaluated and it was identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the switch plate portal is not working, clamp underneath won't stay tight. No patient injury reported. As per customer response the device was removed and replace for another one to finish the surgery.

Event description:
It was reported that the switch plate portal is not working, clamp underneath won't stay tight. No patient injury reported. Back-up device was not available.